Event description:
On 30th sept 2025, it was reported by a distributor via email that an ar-2324pslc suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented, deformed while inserting into talus in atfl case. The screw could not be inserted into the bone completely and a new one has to be used. Ar-1678-01, ar-1678-02, and ar-2324ptb were used for socket preparation. No fragment was left inside the patient. Bone density test was not performed. Case was completed successfully using another swivelock and there was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-2324pslc swivelock®, batch 15437511, was received for investigation. Visual evaluation confirmed that the anchor, eyelet, and sutures were returned for assessment. The anchor was observed to be pushed down, exhibiting signs consistent with use. Functional testing demonstrated that the anchor was stuck and would not advance. The observed condition is most consistent with use-related factors, including misaligned insertion and/or prying or leveraging of the device with excessive force during use. Based on the physical evidence observed, the complaint allegation that the anchor was damaged is confirmed. Refer to the investigation photographs.